Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and a high force value issue occurred. A cable was replaced, and the issue did not resolve. The catheter was then replaced and then the issue resolved. The case continued, and no adverse patient consequences were reported. The high force readings issues are not reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. This complaint was originally assessed as not reportable. This issue is now MDR-reportable. The (B)(6) 2018 failure analysis lab (fal) findings with the scanning electron microscope (sem) showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. A hole on the surface of the pebax has been assessed as reportable. The awareness date was reset to (B)(6) 2018.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and a high force value issue occurred. A cable was replaced, and the issue did not resolve. The investigational analysis completed on (B)(6) 2018. The device was visually inspected and reddish material was found inside the pebax. No visual damage was observed. The luer hub was found folded. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. The force test was unable to perform since the irrigation tube inside the luer hub was found damaged. However, no force errors were observed during the carto test. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. For the luer hub condition, the manufacture team performed an investigation in order to find the root cause. The investigation results showed that this issue is related to the manufacturing process in the cleaning step when they check for the luer hub contamination. The luer hub could be damaged in this activity folding the irrigation tube. Associates of this station are being reinforced to verify this particular condition of the irrigation tube. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the irrigation tube damage and the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Based on available analysis results, the luer hub damage appears to be caused by internal biosense webster inc. (Bwi) operations. However, this manufacturing process appears to be an isolated case. Manufacturer ref no: (B)(4).